Event description:
Philips received a complaint by the customer on the v60 indicating that when the device is turned on the display screen is completely white. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided a bench repair form and advised the customer to remove the internal battery before shipping the device.

Manufacturer narrative:
Philips bench repair was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. Bench repair never received the device. Bench service order has been cancelled. No additional details regarding the reported issue and its resolution are available. The complaint will be processed for closure. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.